Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). Customer reports that a leak was noticed by the hub, noted by drops of blood in the babies lumen. The uvc was not replaced. The customer further stated that a cap is placed on hub so they did not have to scrub that area. There was no negative outcome to the patient as a result.

Manufacturer narrative:
Submit date: 04/21/2016. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. All DHR's are reviewed for accuracy prior to product release. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. The following potential causes were identified: operator miss-execution, misuse (over bending, excessive force, sharp objects). Machine malfunction inspection failed or not performed; material issue. However, without the sample it is not possible to determine a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective and preventive action is not deemed necessary at this time. In general, in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. No further actions are required. This complaint will be used for tracking and trending purposes.